Event description:
It was reported by that the omnipod personal diabetes manager (pdm) battery is swollen.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. A replacement device was sent to the customer and no patient adverse consequence was reported.